Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a high blood glucose (bg) level. The contact did not know what caused the high bg. The cannula was not kinked and it was thought that the tubing may have been kinked. As the customer was not with the contact at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the event was unable to be performed.